Manufacturer narrative:
Additional information was added. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test was performed and the results were satisfactory. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets disconnected from the patient. At times it appeared that the solution set was secured to the patient, but with a light tap would disconnect. These issues would occur when initially connection the set to the patient and where resolved by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.